Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6) due to character restrictions in block e1 address :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) wheel are damaged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and stated that the device was due for battery replacement. Fse replaced 2 new 12vdc batteries for the department and 2 front wheels with locks. All functional and safety checks to meet factory specifications.

Event description:
N/a.